Event description:
Voluntary medwatch received states that the left ventricular (lv) lead was having product performance issue. No changes or interventions were performed. There were no patient consequences.